Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 85% stenosed target lesion was located in a mildly tortuous and mildly calcified restenosis of a non bsc stent located in the left circumflex (lcx) artery. The previously implanted non bsc restenosed stent was dilated at 12 atm for 5 sec with a 2.0x9mm maverick balloon. A 2.5x20mm promus element stent was then advanced but was unable to cross the implanted stent. The previous 2.0x9mm maverick balloon was again advanced; however, this time it was unable to cross the lesion. A new 2.0x9mm maverick balloon was advanced and the lesion was dilated to 8 atm for 13 sec. The 2.25x16mm promus element stent was then advanced and deployed at 12 atm for 10 sec. A 3.0x12mm maverick balloon was then advanced to dilate the distal to the previous lesion, however, the balloon got caught in the stent struts of the implanted 2.25x16mm promus element stent. The balloon was able to be removed, however, minimal damage to the implanted stent was noted. The previously used 2.5x12mm maverick balloon was reinserted and dilated the damaged at 10 atm for 20 sec. The apposition of the implanted 2.25x16mm was 'well dilated'. A 2.25x20mm promus element stent was then advance but was unable to cross the implanted stent. No further intervention attempts were performed and the case was concluded. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).